Event description:
A fragment of the drain was retained after attempting to remove hemovac drain post operatively after right total knee replacement. Confirmed with a radiology report and pt was taken to the operating room for removal of the retained piece of the drain. Reason for use: right knee osteoarthritis.